Event description:
Further information was received from the area representative indicating the reported generator stopped sending pulse in the month of (B)(6). The last known parameters indicated the generator was not at end of service. Good faith attempts to obtain further information have been unsuccessful to date.

Event description:
It was reported by a company representative that a vns pt was to undergo vns replacement surgery due to unknown reason. Further information was received from the area representative indicating that the generator was no longer sending pulses to the pt and there was no way to check the integrity of the lead. The pt underwent generator replacement surgery due to the fact that the old generator was at end of service likely (not sending pulses) and it was confirmed that the system was working fine.

Manufacturer narrative:
If explanted, give date, corrected data: initial MDR inadvertently listed incorrect explant date.

Event description:
Analysis was completed on the returned generator indicating the pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Moreover, additional information was received from the area representative indicating high lead impedance was identified during review of medical records for the patient. Additional programming history was received and analyzed. Review of programming history indicated that there was a high lead impedance with the returned generator. After the generator was replaced with a model 103, the high impedance resolved. At the moment pin insertion issue is suspected with the generator. Attempts for further information remain underway.

Event description:
The reported generator was returned to the manufacturer and at the moment remains under analysis.

Event description:
Further follow-up from the area representative with the treating neurologist indicated the high impedance was noted for the first time in (B)(6) 2010 and by (B)(6) 2011, dc dc was 7 along with an increase in seizures. X-rays were taken of the patient but were not provided to the manufacturer for review. There was no suspected trauma associated with the reported high impedance. The neurologist indicated the high impedance cleared after generator replacement and the patient's seizures were diminished again. However, it was not clear if the increase in seizures was above pre-vns baseline.